Event description:
The customer obtained multiple, biased vitros valp proficiency sample results (nys t67 result = 196.3 ug/ml vs. Expected result = 157.8 ug/ml; nys t70 result = 39.8 ug/ml vs. Expected result = 50.2 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report that patient samples were affected. However, crbm patient results were reported during the timeframe of this event, and there is no indication that results were questioned by a physician. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, biased vitros valp proficiency sample results were obtained while using the vitros 5,1 fs analyzer. Patient samples were not reported to have been affected or questioned by a physician. An ocd field engineer performed service actions to multiple analyzer subsystems. Following these service actions, acceptable vitros valp performance was observed. The proficiency samples recovered the expected values when repeated following service. The most likely assignable cause of this event is an instrument related issue.